Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction with no audio available. A visual message "speaker malfunction" was displayed on the monitor's screen. Risk analysis - in the presence of life threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available if the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Root cause - a replacement bedside monitor main board/speaker assembly board was ordered and installed to resolve the problem. The pt monitor was delivered to the customer in 2004. Risk analysis - device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.